Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker longevity was shorter than expected. Disk analysis was reviewed and determined that the combination of high rate atrial sensing and the new signal artifact monitor (sam) algorithm both contributed to this increase in consumption. Technical services discussed methods to reduce the atrial fibrillation or consider programming the device to a non-atrial brady mode. The device remains in-service. No adverse patient effects were reported.